Manufacturer narrative:
Additional information was received that the patients lead was found broken on some part of its tip during the procedure. It was also mentioned that the patient had fall and was unknown if it was device related. The patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing severe back pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing severe back pain at the ipg site. The patient will undergo an explant procedure.